Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing during multiple ventricular episodes. Technical services (ts) was consulted, determining that the undersensing occurred due to cross chamber blanking and varying big and small amplitudes. Ts stated lower the threshold could improve the sensing but would not resolve the big and small amplitudes on present electrograms. The patient received anti-tachycardia pacing and a shock during the eleventh recorded episode, which converted the rhythm. No adverse patient effects were reported. This ICD remains in service. Additional information was received from the field representative that reprogramming was completed, and a defibrillation threshold test occurred to ensure the new programming was appropriate. Therapy was also delayed as a result of the undersensing. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction for impact coding, added hospitalization, sedation, and unexpected diagnostic intervention. Additional information added to b5 and 1166: data issue to device codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing during multiple ventricular episodes. Technical services (ts) was consulted, determining that the undersensing occurred due to cross chamber blanking and varying big and small amplitudes. Ts stated lower the threshold could improve the sensing but would not resolve the big and small amplitudes on present electrograms (egms). The patient received anti-tachycardia pacing and a shock during the eleventh recorded episode, which converted the rhythm. No adverse patient effects were reported. This ICD remains in service. Additional information was received from the field representative that reprogramming was completed, and a defibrillation threshold test occurred to ensure the new programming was appropriate. Therapy was also delayed as a result of the undersensing. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient received therapy for a vt-1 episode, and while the event was successfully stored the egm was not. Ts determined that device storage was not full and recommended going to the emergency room for an in-person interrogation. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing during multiple ventricular episodes. Technical services (ts) was consulted, determining that the undersensing occurred due to cross chamber blanking and varying big and small amplitudes. Ts stated lower the threshold could improve the sensing but would not resolve the big and small amplitudes on present electrograms. The patient received anti-tachycardia pacing and a shock during the eleventh recorded episode, which converted the rhythm. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction for device coding, changed 1166: data issue to 2868: egm issue. The device remains in service and therefore was not returned for analysis; a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing during multiple ventricular episodes. Technical services (ts) was consulted, determining that the undersensing occurred due to cross chamber blanking and varying big and small amplitudes. Ts stated lower the threshold could improve the sensing but would not resolve the big and small amplitudes on present electrograms (egms). The patient received anti-tachycardia pacing and a shock during the eleventh recorded episode, which converted the rhythm. No adverse patient effects were reported. This ICD remains in service. Additional information was received from the field representative that reprogramming was completed, and a defibrillation threshold test occurred to ensure the new programming was appropriate. Therapy was also delayed as a result of the undersensing. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient received therapy for a vt-1 episode, and while the event was successfully stored the egm was not. Ts determined that device storage was not full and recommended going to the emergency room for an in-person interrogation. No adverse patient effects were reported. This ICD remains in service.